Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy and a biscuspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The bav was unsuccessful, however, as the balloon dislodged prior to full inflation due to poor pressure. After the bav, the guidewire was inserted into the patient. It was noted that the patient's blood pressure dropped after the wire crossed the aortic valve. Subsequently, the valve was fully deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Following deployment, under-expansion of the valve frame was noted. Two bavs were performed, but the valve remained under-expanded. During the procedure, the patient's blood pressure had dropped further and asystole was noted. Cardiopulmonary resuscitation was subsequently initiated and the patient was placed on extracorporeal membrane oxygenation. Due to the CPR, the valve dislodged to a new depth of 15-20 mm on the ncc and 15-20 mm on the lcc, causing mitral valve impingement and severe paravalvular leak (pvl). Once stabilized, an attempt was made to use a balloon to move the valve up off the mitral valve. This attempt resulted in the full expansion of the valve; however, the severe pvl persisted. Subsequently, the valve was snared above annulus due to calcium, which also did not eliminate the severe pvl. The patient passed away. Per the physician, the cause of death was related to both the valve and the procedure.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012176546); product type: 0195-heart valves; implant date (B)(6) 2024; product ID l-evolutfx-34 (lot: 0011733855); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy and a "bicuspid" aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The bav was unsuccessful, however, as the balloon dislodged prior to full inflation due to poor pressure. After the bav, the guidewire was inserted into the patient. It was noted that the patient's blood pressure dropped after the wire crossed the aortic valve. Subsequently, the valve was fully deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Following deployment, under-expansion of the valve frame was noted. Two bavs were performed, but the valve remained under-expanded. During the procedure, the patient's blood pressure had dropped further and asystole was noted. Cardiopulmonary resuscitation was subsequently initiated and the patient was placed on extracorporeal membrane oxygenation. Due to the CPR, the valve dislodged to a new depth of 15-20 mm on the ncc and 15-20 mm on the lcc, causing mitral valve impingement and severe paravalvular leak (pvl). Once stabilized, an attempt was made to use a balloon to move the valve up off the mitral valve. This attempt resulted in the full expansion of the valve; however, the severe pvl persisted. Subsequently, the valve was snared above annulus due to calcium, which also did not eliminate the severe pvl. The patient passed away. Per the physician, the cause of death was related to both the valve and the procedure. Additional information was received that a non-compliant, non-medtronic 22 mm balloon was used for the pre-implant bav and a 25 mm balloon was used for the post-implant bav. Additionally, a non-medtronic guidewire was used for the procedure.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.